Manufacturer narrative:
Product is being returned. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a broken stem. It was noted that the patient also had non-union of a fracture from the greater trochanter.

Manufacturer narrative:
Evaluation of the returned device by a depuy material scientist found that the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Operative notes were provided that also confirm the bone fracture but the root cause was not identified. Per the initial reporting, patient x-rays are not available for examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Evaluation of the returned device by a depuy material scientist found that the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Operative notes were provided that also confirm the bone fracture but the root cause was not identified. Per the initial reporting, patient x-rays are not available for examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, a fractured stem that took 120 minutes to remove and a chronic greater trochanter non-union. The non-union is covered in (B)(4). It should be noted that the revision note indicated the patient had a revision in (B)(6) 2013, but there are no records for this revision and it isn't included within the pfs.